Manufacturer narrative:
(B)(4). The device was originally manufactured in 2006. The homechoice (hc) was received and analyzed. The event history logs were unable to be reviewed as they had been overwritten for the reported date. The device passed both the rite (returned instrument test evaluation) electrical and functional tests. No abnormalities related to the reported issue were discovered during internal/external inspections. Voltages on the device were within specification limitations. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history found nothing that would have contributed to the issue. The reported iipv was unable to be confirmed through sample analysis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an increased intra-peritoneal volume (iipv) event occurred during drain four of four while using the home choice machine. The home patient (hp) reported a drain volume of 3,950 ml and a current ultrafiltration volume of 574 ml. The home patient's programmed fill volume was 1,500ml. The technical service representative (tsr) assisted the home patient (hp) to bypass to the last fill. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.